Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: p elite ous mr 28 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion with a significant bend of 45 and 90 degrees was located in the mildly calcified left circumflex artery. A 28 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, the stent was damaged while tracking down the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion with a significant bend of >45 and <90 degrees was located in the mildly calcified left circumflex artery. A 28 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, the stent was damaged while tracking down the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.